Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the customer, that a hole was noted in the balloon during a thermal endometrial ablation procedure. They were able to complete the case with a second catheter with no patient consequences.